Event description:
The customer complained that before they realized that their cobas 8000 e 602 module was having problems with one of the measuring cells, some questionable results were reported outside of the laboratory. The customer stated that both measuring cells were replaced a week and a half prior to the event, but the current issue was only present on one measuring cell. The customer provided questionable elecsys tsh assay results for 4 patients and a questionable elecsys troponin t stat assay (tnt stat) result for 1 patient. From the data provided, the tsh result for 1 patient and the tnt stat result for 1 patient was a reportable malfunction. For patient 1 the initial tnt stat result was provided as >0.01 ng/ml with a repeat result of 0.04 ng/ml. The initial result was released outside of the laboratory. For patient 2 the initial tsh result was 0.014 uiu/ml with a repeat result of 0.125 uiu/ml. The initial result was not released outside of the laboratory. There was no adverse event. The samples were aliquoted by a modular pre-analytical system. The tnt stat reagent lot was 30870400 with an expiration date of 30-apr-2019. The tsh reagent lot information was requested but was not provided. The field engineering specialist found damaged cell tubing that was causing leaking inside of the detection unit. This allowed air into the measurement path and affected the pipetting volume. He replaced cell tube. He also noted black coating on sipper nozzles which indicates wear. He replaced the sipper nozzles. The customer ran calibration and qc with acceptable results. Based on performance and precision testing performed the photomultiplier high voltage tube was adjusted. All assays were successfully calibrated. Review of the analyzer alarm history showed some abnormal aspiration alarms. Qc data provided was acceptable. Following the service visit, there have been no further issues.

Manufacturer narrative:
The customer provided further details and information about the event. The customer stated that 34 different patient had erroneous data reported outside of the laboratory due to the leaking cell tube. The customer provided the data for 32 additional patients. From the data provided, 18 patients had reportable malfunctions for tsh, 2 patients had reportable malfunctions for tnt stat, 8 patients had reportable malfunction for elecsys ft3 iii, 3 patients had a reportable malfunction for elecsys probnp ii immunoassay, and 2 patients had a reportable malfunctions for elecsys hcg + beta test system. Refer to the attachment to this medwatch for patient data. On the day of event the customer first became aware of a possible issue when they were getting signal alarms on their tsh results. The customer was also having issues getting t3 to successfully calibrate. The issues were only occurring on one measuring cell, cell 2. The customer inspected the analyzer and found a slow leak around the tubing. Once the mechanical problem was discovered all testing that was being performed on cell 2 was moved to the other cell or another instrument. There was no information provided to reasonably suggest that there were any adverse events.

Manufacturer narrative:
The customer confirmed that there had been no adverse events. The customer stated that there has been no further issues.